Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate sensing and capture thresholds were observed. During revision to reposition the lead, high lead impedance was observed after reconnecting to the device. The lead was explanted and replaced without complications. Patient condition was stable.